Event description:
It was reported to olympus that during preparation for a diagnostic procedure, the evis exera iii video system center does not display an image on all scopes. The procedure was completed with another device but there was an unknown delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) support to troubleshoot the device. Customer reported no image on the main monitor, but only blue image was present. Customer stated the issue occurred on both 180 and 190 scopes. Tac verified with customer if the maj1933 and maj-1941 (brightness, white balance &nbi) communication cables were terminated correctly. Tac informed the customer not to swap the scopes when hot and went through the process of changing the scopes, and the blue images were still present and not color bars. Tac advised the customer to swap the device with a known good processor and if the issue persisted, customer would send the device in for evaluation. Additional follow up call was placed to customer who stated that the issue was resolve and the device is working properly. The issue was with the video adaptor box used with the endo vault pc. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to olympus for evaluation, the root cause could not be identified. Instruction manual includes the following directions which could prevent the phenomenon to occur: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result.". Olympus will continue to monitor field performance for this device.